Event description:
It was reported that the patient developed candida fungemia, lead infection and presented in an operating room for lead extraction. The patient had coronary artery disease with a documentation of myocardial infraction and measured a low left ventricular ejection fraction after coronary intervention. The implantable cardiac defibrillator was explanted due to infection and erosion. The right ventricular and right atrial leads were explanted due to fibrosis and vegetation. The patient tolerated the procedure well without any complications.

Manufacturer narrative:
Analysis was normal. No anomalies found.

Event description:
New information received stated that the patient presented for routine follow up and erosion of the device was noted. The physician did not speculate the cause of infection and there is no known allegation from a health professional that suggests the infection was related to the device.